Event description:
Additional information received reported there was an error message on (B)(6)-2012 that the stop pump period may exceed tube set.

Event description:
It was reported there was a confirmed motor stall noted in event logs on (B)(6) 2012 with no motor stall recovery recorded. The patient experienced less than 50% therapy relief. The patient was "feeling crappy" around the time of the stall. Prior to the stall the patient was doing very well. The patient did not go into the clinic but self-medicated with oral medication. The patient had a history of recreational drug use. They attempted to add different settings in the pump and restart it but 8840 continued to say motor stall. The motor stall did not recover. The pump was explanted. The pump was delivering fentanyl, prialt, and dilaudid.

Event description:
Additional information received reported that the cause or even an occurrence of a motor stall remained unknown to the reporter. An additional attempt to restart the pump was performed at the time the patient was to be in the operating room (or) for a pump replacement. The patient subsequently received a pump replacement (as already reported) that day and was receiving effective therapy to the best of the reporter's knowledge. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a pump/miscellaneous alarm anomaly/resonator anomaly due to manufacturing. In addition, pump/m tor/gear train anomaly/corrosion was found. The pump was involved in special testing developed to quantitate ionic contamination in corrosion / wear related pump failures. The additional testing involved drilling two holes in the inner cover, injecting 2 ml of ultrapure water, then extracting the water to be used for further testing.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk. Programmer model # 8840.